Event description:
It was reported that the pt had a mucus plug while connected to the ventilator in the hospital and the pt has no brain activities. The nursing staff alleged that there was no audible alarm when the reported problem occurred.

Manufacturer narrative:
Na